Event description:
Olympus was informed by the biomed at the user facility that the customer high-definition autoclavable camera head has a no image defect, ¿camera is off¿. The customer reported defect was found during inspection before use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
No device has been returned to date, however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed due to a faulty ccd (charge-coupled device). In addition, the following non-reportable malfunctions were found during the device evaluation: distortion of cable with needling on lead wire, failure of leak test and a broken coupler. Based on the results of the investigation, a specific root cause of the faulty ccd (charge-coupled device) could not be identified at this time. Olympus will continue to monitor field performance for this device.